Event description:
It was reported that the patient had two inappropriate shocks due to oversensing of noise. An x-ray found the electrode was fractured. The entire system was explanted. This is considered a serious injury as surgical intervention was required. There were no additional adverse patient effects.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the patient had two inappropriate shocks due to oversensing of noise. An x-ray found the electrode was fractured. The entire system was explanted. This is considered a serious injury as surgical intervention was required. There were no additional adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this electrode was thoroughly inspected and analyzed. Resistance testing confirmed the electrode was fractured. A x-ray observation confirmed a fractured sense a cable distal to sense b notch. Based on the analysis results, the fracture appears to be the result of cyclic fatigue at the fracture site. In december 2020, boston scientific issued a field safety notice regarding the potential for emblem s-ICD subcutaneous electrodes to exhibit a lead body fracture just distal to the proximal sense ring. This electrode is a part of the advisory population.